Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving an unknown hip was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: insufficient information was received for medical review. The clinical consultant did indicate that the provided op report confirms the trochanteric hip fracture. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as better quality operative notes and x-rays are needed to determine the root cause. The provided medical records did indicate that the patient fell after her primary total hip surgery.

Event description:
It was reported that patient fell two weeks after her right total hip surgery and sustained a fracture of the greater trochanter. It was treated nonoperatively for several months. Patient continued to have pain, swelling and tenderness in the area of the greater trochanter. Patient had additional surgery to have a plate and grip wire put in; no device were explanted.

Event description:
It was reported that patient fell two weeks after her right total hip surgery and sustained a fracture of the greater trochanter. It was treated nonoperatively for several months. Patient continued to have pain, swelling and tenderness in the area of the greater trochanter. Patient had additional surgery to have a plate and grip wire put in; no device were explanted.